Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient with lightheadedness presented to a remote follow-up via (B)(6). The cause was noise over-sensing on the right ventricular lead causing false high ventricular rate episodes and pacing inhibition. The noise was reproducible with isometric exercises. The device was reprogrammed accordingly for the time being and a lead revision was discussed with a healthcare provider. Patient was stable after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received noted that the lead was explanted and replaced on 16 apr 2021. Patient became asystolic during the procedure, unknown if it was a device issue or unrelated. Patient was stable after the procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 12.9cm to 13.0cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.